Event description:
A dental assistant was performing a routine dental procedure when the light assembly fell from the ceiling striking the dental assistant on the nose. As a result of the ceiling light falling, the dental assistant received a bloody nose and a contusion to their nasal facial area.

Manufacturer narrative:
After further investigation, it was determined that the pelton & crane supplied roll pin kit was not installed on the light during the original installation by the distributor. When installed, the roll pin kit prevents the light assembly from unscrewing itself from the threaded ceiling pole. Also, the set screws were left loose from the original installation by the distributor. The installation instruction as well as the labeling on the light pole clearly indicate that the roll pin kit must be installed as well as tightening down the set screws to prevent the light assembly from unscrewing itself from the ceiling pole. The incident is considered a use error by the distributor for not following proper installation instructions.